Event description:
It was reported during the procedure, when the surgeon tried to insert the screw, the tip of the driver broke. The surgeon was able to remove the broken piece of the driver tip. There were no adverse consequences to the patient. This report is related to report number 3025141-2022-00267 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver was examined under magnification. Under magnification, the batch number for the returned 1.5mm cann. Quick release driver tip was confirmed as 253190. A torsional fracture pattern was identified at the hex portion of the driver. The driver tip was measured to determine the location of fracture and approximate the amount of material missing. The driver measured 3.4185 inches, indicating that approximately .0815 inches had broken off the tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis; however, due to unknown procedural conditions, the root cause could not be determined.